Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.